Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological the following information was provided by the initial reporter. The customer stated: "a brown foreign body of 1cm*1cm was found at the top of the tube, and the foreign body was also found in the top gap of the bottle cap after opening, which was not used by the patient."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue relating to embedded foreign matter (fm) was observed in one (1) sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd determined that the root cause of the indicated failure mode was attributed to introduction of fm during injection molding. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.